Event description:
Olympus was informed by the biomedical technician at the user facility that the customer high-definition autoclavable camera head will be returned to the olympus repair center for a reported ¿screen is solid red and green lines." The customer reported problem was found during inspection before use. No death, injury or harm has been reported. The device was returned and during the repair inspection, an intermittent (no) image was found due to a defective charged coupled device (ccd) unit. This report is being submitted to capture the no image issue.

Manufacturer narrative:
The repair inspection did not confirm the customer¿s reported problem of red image and green lines, however, intermittent image issue was identified due to a defective ccd unit. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the physical evaluation, the customer¿s reported issue could not be confirmed, however, the intermittent image issue was isolated to a defective ccd unit. The cause of the defective ccd unit is unknown. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.